Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, - 12.0/+1.5/085 (sphere/cylinder/axis) during the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the opic and haptic torn. Presence of residue was found on lens surface. (B)(4).